Event description:
It was reported that, during set up of a juk procedure, the pin extractor screw came off and was noticed broken. The device was not used. The procedure was completed without a second device and with no delays. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during set up, the pin extractor screw came off. Device was not used. The device, used in treatment, was returned for evaluation. It can be confirmed that on of the pins of the device has fallen out and is missing. A dimensional evaluation of the remaining device, did not show any deviations. The pin itself could not be measured, since it was not returned. The relationship between the reported event and the device can be confirmed. The production documentation did not show any deviations from standard manufacturing processes. Since this device is visually checked before release for distribution, it can be stated, that the pin was in place at release. Retrospectively it cannot be assessed whether the pin was fully seated as required. This is the first complaint which was received for this device. The risk is covered through the risk management file. A review is attached. Review of past corrective actions was performed. No further escalation is required. The root cause for the disassembly of the device stays undetermined after investigation. Without the pin, it is not possible to speculate about contributing factors. Actions were implemented to check the position and holding force of the pin. To date, the need for further actions is not indicated. Smith and nephew will monitor this event for further similar issues. Internal complaint reference: (B)(4).